Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection at the conductor link in the radical cavity. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
A part of the conductor link in the radical cavity became infected and the device was explanted. Reportedly, the device was still functioning prior to being removed. According to the surgeon, the floating mass transducer (fmt) was already overgrown (round window coupler), making the removal of the fmt too risky (danger of opening/damaging the cochlea). The user was re-implanted with a bone conduction implant and has good hearing performance.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A part of the conductor link in the radical cavity became infected and the device was explanted. Reportedly, the device was still functioning prior to being removed. According to the surgeon, the floating mass transducer (fmt) was already overgrown (round window coupler), making the removal of the fmt too risky (danger of opening/damaging the cochlea). The user was re-implanted with a bone conduction implant.